Event description:
CPAP machine humidifier cannot be opened to be cleaned properly. Only distilled water is used to fill humidifier and is cleaned as best as possible under the conditions, yet mold and scum is growing in container. Resmed CPAP machine "escape 11 h4i" used daily.